Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: kyphoplasty target site: t11 it was reported that intra-op, while performing cementoplasty, cement extravasation occurred at superior disc space. There was no any clinical significant of the cement extravasation.